Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dosage and dilaudid at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported the patient had experienced reservoir volume discrepancies, with an actual volume greater than the expected volume. According to the hcp, this was the second time in a row that the patient had experienced a volume discrepancy. At the most recent refill, the actual volume was double the expected volume. This was not the first refill after an implant or revision. No symptoms were reported. No further complications were reported.